Manufacturer narrative:
Product analysis a visual inspection of the returned device found a kink on the shaft, and a broken cage strut medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid to distal peroneal artery using a chocolate percutaneous transluminal angioplasty balloon catheter, the catheter/delivery system was deformed and kinked. Moderate vessel tortuosity and calcification were reported. The device was prepped according to instructions for use with no issues identified. No embolic protection was used, and the balloon was inflated with a syringe. There were no issues noted when removing the device from the packaging or hoop/tray, and no resistance was encountered when advancing the device. The chocolate balloon catheter was repeatedly inflated three times, and upon removal, a catheter fracture (kink) was discovered. The procedure was completed, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. There was damage to the nitinol cage. A catheter fracture was reported but remained attached.